Event description:
It was reported while using bd phaseal¿ optima injector n35-o the injector broke during use. There was no report of patient impact. The following information was provided by the initial reporter: n-35 injector broke off when attached to a syringe. Technician was attempting to access a vial for reconstitution and it snapped.

Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o the injector broke during use. There was no report of patient impact. The following information was provided by the initial reporter: n-35 injector broke off when attached to a syringe. Technician was attempting to access a vial for reconstitution and it snapped.

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2201305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.